Manufacturer narrative:
The owner's booklet instructs the user not to solely use cgm technology when making dosing decisions with the pump. The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient was treated in the emergency room (ER) for a low blood glucose (bg) of 29mg/dl and loss of consciousness. Reportedly, a physician called 911 because the patient was unresponsive and the patient was taken to the hospital by ambulance. The patient's bg at the time the ambulance picked her up was reportedly 29mg/dl and the patient was reportedly given glucagon. The patient's bg reportedly rose to 40mg/dl and the patient was treated in the ER with intravenous fluids, intravenous glucose, and oxygen. The patient reportedly had increased blood pressure during the low bg incident. The reporter noted that the patient had had a kidney transplant. During troubleshooting the reporter noted that the patient was not using a blood glucose meter to check bg levels and was instead relying only on continuous glucose monitoring (cgm) readings. There was no indication or allegation of a pump malfunction. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia requiring medical intervention associated with use error of the cgm system.